Manufacturer narrative:
Investigation completed on 11/29/16. -DHR review. -trending. -failure analysis. Device history record reviewed for this product ID under lot code/work order (B)(4) show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. No previous service history is on file. Trend analysis: no manufacturing or design related trend has been identified. Failure analysis: engineering was not able to confirm the customer complaint as the statement was broad. Thus, engineering inspected the part¿s lock/unlocking mechanisms and torque screws¿ output forces. The skull clamp was mounted onto their fixture and got assembled with a wooden block. The starbursts threads from both sides worked perfectly. The skull clamp¿s lock/unlock mechanism work fine as intended. Also, the skull clamp¿s rocker/swivel interface rotates smoothly on its axis. Also, the torque screw pressures were checked at 20, 40, 60, and 80 lbs. At intervals +/- 4 lbs. Deviation and it was within specification. Conclusion: engineering was not able to confirm the customer complaint. All the inspections necessaries were performed and none of the characteristics malfunctioned.

Manufacturer narrative:
Medwatch (uf/importer report # (B)(4)) was received on 04jan2017 with the following information: on (B)(6) 2016, the patient was placed in "new model" mayfield head positioner in prone position on chest rolls. Headpiece was secured to mayfield base on operating room table. Patient body was secured and positioned. After positioning was completed, it was noted that one of the head pins had lacerated the patient's scalp. The original intended procedure was a suboccipital craniotomy for tumor resection.

Event description:
On (B)(6) 2016, the a1059 mayfield modified skull clamp was in use on a (B)(6) female patient. The patient was positioned by the physician and then a second physician positioned patient prone on chest rolls. After that the head piece and body was secured and positioned. It was at this time the physician noted a laceration on the patient's scalp. There was no bleeding and the laceration was sutured and dressed. The incident occurred before the surgery began so the surgeons proceeded with the surgery. The patient had a good outcome.